Event description:
It was reported that the caller experienced intermittent occlusion alarms. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. The customer addressed the issue by performing a pump reset, reinstalling the app, and resuming insulin therapy.